Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned mr290 chamber revealed that the chamber had deformed base and a horizontal crack line was found near the deformed base. Conclusion: we are unable to determine the cause of the reported fault. However, based on our investigation the most likely cause is due to transport damage or external force. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A healthcare facility in the united kingdom reported, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking during use. There was no reported patient consequence.